Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse stated device alerted 116 (patient temperature 1 change not detected) (temperature not changed for extended period of time). One probe in place (foley). Mis explained this was a safety feature and confirmed patient probe properly connected to arctic sun device. Patient temperature was 36.1c. Mis suggested a secondary core temperature for correlation. Per additional information received 30nov2022, nurse stated patient started rewarm at midnight. Nurse wanted to be sure therapy was running correctly. The patient temperature was 35.4c, target temperature was 37c, water temperature was 32.5c, flow rate was 2.8lpm, normothermia case with rate of 0.25c per hour. Mis sent a screenshot and all looked fine so far.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse stated device alerted 116 (patient temperature 1 change not detected) (temperature not changed for extended period of time). One probe in place (foley). Mis explained this was a safety feature and confirmed patient probe properly connected to arctic sun device. Patient temperature was 36.1c. Mis suggested a secondary core temperature for correlation. Per additional information received 30nov2022, nurse stated patient started rewarm at midnight. The nurse wanted to be sure therapy was running correctly. The patient temperature was 35.4c, target temperature was 37c, water temperature was 32.5c, flow rate was 2.8lpm, normothermia case with rate of 0.25c per hour. Mis sent a screenshot and all looked fine so far.